Event description:
Burnt her back [thermal burn] put blisters on it [blister] case description: this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The consumer stated the heatwraps burnt her back and put blisters on it on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events thermal burn and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn and blister as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
There was no reasonable suggestion of device malfunction. A return sample has not been received at the site for evaluation as of 25mar2020. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burnt her back/ put blisters on it [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A female consumer of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The consumer stated the heatwraps burnt her back and put blisters on it on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product quality complaints: there was no reasonable suggestion of device malfunction. A return sample has not been received at the site for evaluation as of 25mar2020. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (14apr2016): follow-up attempts are completed. No further information is expected. Follow-up (02apr2020): new information from product quality complaints includes: investigation results. Additionally, the following information was amended: event (updated to burn blister). Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event burns second degree as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure and assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.